Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the handpiece was received fully advanced with the iol hanging out of the tip of the cartridge. Ovd residue was dispersed throughout the cartridge and stress marks at the tip, consistent with used product. The lens was found with both haptics unfolded. The iol could not be removed from the cartridge without damaging the trailing haptic. No further issues were identified, and no further evaluation performed. Conclusion: the complaint issue "lead haptic not folded" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the leading haptic of the intraocular lens did not come out of the preloaded cartridge correctly, and was defective. Lens was partially inserted in the patients left eye. A new lens had to be opened and implanted. The issue was identified during implantation. Directions for use were followed. There was a delay in the procedure. Patient outcome was unknown. No other information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.